Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received power loss and replace battery alarm. The customer's blood glucose was 192.6 mg/dl. The insulin pump will not be returned for analysis.